Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire showed damage. The grip cable was broken. Additional finding not related to customer-reported complaint: the instrument was found to have a stuck metallic staple at the grip cable. This staple pin was intertwined in the grip cable. This could result in difficulty in opening and closing of the jaws. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Additional failure analysis testing was performed and the initial findings were confirmed. Continuity was tested and confirmed to fail. The instrument was attempted to be disassembled and upon doing so, the broken conductor wire came out of the silicone potting on the yaw pulley and was revealed. The additional finding of a lodged component was confirmed. The component was removed and confirmed to be a staple. The tool table for the last procedure was reviewed and it was confirmed that a stapler and reloads were used in the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the long bipolar grasper instrument involved with the event; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm long bipolar grasper instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The grip cable is broken. Additional finding not related to customer reported complaint: the instrument was found to have a stuck metallic staple at the grip cable. This staple pin is intertwined in the grip cable. This could result to difficulty in opening and closing of the jaws. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the damage was first observed intraoperatively, and the surgeon tried to operate it outside the visual field. The wire was exposed due to damaged insulation. The cable was broken in half but there was no loss of cautery or thermal damage observed. The instrument was briefly inspected prior to use. There was no damage observed and possible collision with other instruments. The tip was bent so it was not possible to remove the instrument. There are no photos/videos available for isi review.

Event description:
Refer to h10/h11 for follow-up information.